Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada peripheral dilatation catheter was advanced to an unspecified lesion without issue. Balloon inflation was performed, however, the balloon ruptured below rated burst pressure. The device was removed without issue. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.